Event description:
It was reported that during a laparoscopic gastric bypass with a roux en y, there was an incomplete staple line created by a snagging of the knife. Due to the bunching up of the staple line, had to create a smaller gastric pouch than normal. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Date sent: 10/31/2007. Evaluation summary: the analysis results showed that one device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. This damage is consistent when the device is fired over an already existing staple line, had object or thicker tissue than indicated. Event described could not be confirmed as the device achieved a complete firing cycle and the staple line was complete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.